Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump infused too slowly. "Patients were involved with the pump that was infusing, it was going too slow." No patient injury or harm occured for this event.

Manufacturer narrative:
The reported flow rate issue was not confirmed. The device was found to have a flow rate accuracy of 1.57%, which was within the +/-5% specification. The device was tested and met all specifications, and the complaint was closed on 08/31/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00154).